Manufacturer narrative:
Tech found the head brake broken. Tech replaced the head brake to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the head brake would not hold.